Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, when inspecting the monopolar curved scissors (mcs) instrument before use, it was observed that the rubber part was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the mcs tip cover accessory did not appear to be properly installed. A part of the orange surface was visible after the tip cover was installed. The tip cover was not installed beyond the orange surface. Installation tool was used. No lubricant was applied to the mcs instrument prior to tip cover installation. The mcs tip cover accessory is not available for return. The mcs instrument is available for return. Images were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Images associated with this reported event were submitted for review and confirm scratches on the tube of a mcs instrument showing orange.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks / abrasions on the brown laser marked section of the tube extension measuring approximately 0.74mm x 2.22mm. As a result, the orange plastic beneath the laser marking was exposed. No missing material was identified.

Event description:
Refer to h10/h11 for follow-up information.